Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While removing the taxus express2 3.00x20 mm drug eluting stent from the hoop, the shaft broke at the monorail segment. The device never entered the patient. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.